Manufacturer narrative:
This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation alleges patient was revised to address pain, swelling, and a nickel allergy.

Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
No device associated with this report was received for examination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
*Re-submit

Event description:
Update 10-2-2017 and 10-5-2017. Legal medical records reviewed. Primary notes (B)(6) 2015 indicate the patient received a right partial knee replacement due to degenerative medial right knee joint disease. Procedure was completed without complication indicated. Ed notes (B)(6) 2015 indicates the patient is post right total knee replacement and presented to the ed with pain, swelling, and redness overlying her surgical incision on her right knee, denies fever. Diagnosis of cellulitis, discharged with cleocin capsules. X-rays post-op follow up (B)(6) 2015 reveal a right medial joint prosthesis in place in satisfactory position. Office note (B)(6) 2015 indicates the patient presented for evaluation of possible delayed hypersensitivity reaction to metals due to developing erythema of the right knee 2 weeks after right partial knee replacement surgery. It should be noted she was treated with antibiotics and the issue resolved. It should also be noted that the patient indicates she develops a rash when wearing fake jewelry. Findings indicate allergic contact dermatitis to metals, specifically nickel. Revision notes (B)(6) 2016 indicate the patient received a revision right total knee arthroplasty and patella tendon repair due to failed right partial knee replacement due to metal allergy and patellar tendon rupture. Procedure was completed without complication indicated. Office notes 3-30-2016 patient presents with no complaints, incision is healing well, post revision. Reportability is correct. Updated 11-1-2017.

Manufacturer narrative:
Update may 04, 2017: legal medical records received. The device associated with this reported event was not returned. Findings indicate allergic contact dermatitis to metals, specifically nickel. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.